Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unexpected reboot was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was no patient involvement associated with the reported event.